Event description:
It has been reported to us that during the procedure, the stopcock on the introducer sheath leaked resulting in important blood loss. The physician inserted the introducer sheath into the pt for the procedure. At some point during the procedure, the stopcock on the introducer sheath was noticed to be leaking resulting in blood loss. At this time add'l info about the case has been requested.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.